Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that low impedance was observed on the atrial lead during implant of a new device. Multiple positioning attempts were made due to excessive scar tissue in the patients atrium. The physician believed that the repositionings may have damaged the lead. The lead was removed and replaced. No patient symptoms were reported.